Manufacturer narrative:
Device not returned, follow up conversation with company representative.. Additional catalog #: 1-2008.

Event description:
It was reported that a physician implanted an x-stop device into a patient at level l4-l5. Within two weeks post surgery, the patient experienced bilateral leg pain. Approximately five months later, the x-stop device was removed and a laminectomy, fusion, instrumentation with pedicle screws was performed on levels l3-l4-l5. Reportedly, post surgery, the pain was gone; however, mild low back pain remained. No additional information was reported.